Manufacturer narrative:
Please note correction to section h6 (clinical signs and health impact codes). The reported event could not be confirmed, since no corrosion / rust was determined on the returned product. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The device inspection revealed the following: in some edges small spots of discoloration were apparent. These could easily be scratched off with a harder object. Having done so, the original silver colored material was visible without any material defects. Local areas were covered with deposits of brown human substances. Using a hard object these substances could easily be scratched off. After thorough cleaning the original surface could be seen. Additional requested information revealed ¿¿ the change had nothing to do with the implant but was a planned conversion. The suspected corrosion was only noted post-surgery and seen as unrelated to the surgery itself. Based on investigation, the root cause was attributed to a user related issue. The event was caused by misinterpretation of the implant appearance. With available information a product deficiency was not verified.

Event description:
During implant extraction to covert the patient to a hip replacement corrosion / rust was identified on the nail. There was no corrosion noticed on the patients tissue. Update (B)(6) 2023 the suspected corrosion was only noted post surgery around the set screw and lag screw grooves. This was noted at end of surgery when cleaning of the implant.

Event description:
During implant extraction to covert the patient to a hip replacement corrosion / rust was identified on the nail. There was no corrosion noticed on the patients tissue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.